Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 in which ui (user interface) overload and cpu (central processing unit) temperature is high. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device has not been returned for evaluation. However, alarm 325(epc fan failure) is visible on the screen. This could cause the alarm 237 (temperature of device cpu high) to trigger. Several alarm 328 (fan failure) is also visible intermittently, most likely some reactive jobs performed by the user and the cooling fan axis might got bend due to mechanical force added to rotor part. It has been determined that the root cause of failure is most likely rough handling / or failure of following repair instructions.